Event description:
An initial report was received regarding a blood leak. A call was placed to this facility in order to clarify the incident and obtain add'l detail regarding this event. The following new info was received on (B)(6) 2010. It was learned that the event was an internal blood leak. The leak occurred 2 minutes after initiation of the dialysis treatment. The child is an outpatient who comes to this clinic for their dialysis. A new dialyzer was used to complete the treatment without further incident. It was reported no blood loss occurred to this pt; however, the event caused a delay in treatment and exposing pt to another unit of blood for another blood prime. The pt was discharged to home when the therapy was complete. There is no sample available for an eval.

Manufacturer narrative:
(B)(6).